Event description:
It was reported to boston scientific corporation that a spyglass visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012.according to the complainant, while advancing the spyglass probe through the spyscope, the distal section of the probe tip detached within the spyscope. No part of the device had exited the spyscope; therefore, no part detached into the patient. The spyglass probe and spyscope were removed from the patient in tandem, and then a guidewire was used to dislodge the separated section of the probe tip. The procedure was completed using another spyglass visualization probe along with the same spyscope. Reportedly, the physician may have pushed the probe a little too forcibly during advancement.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.